Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire of the fbf instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have a damaged conductor wire insulation. The conductor wire insulation was missing a piece measuring approximately 0.024" x 0.020". The conductor wire was exposed as a result of the damage. The instrument passed an electrical continuity test. The root cause of this failure was attributed to a component failure. The probable root cause of a broken and/or dislodged conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: failure analysis conductor wire damage on the instrument. The damaged conductor wire has potential for electrical discharge at a location other than intended. Failure analysis also found that the instrument damage could result in a fragment falling inside a patient as a result of the instrument breakage and piece that was not returned. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the customer reported that the fenestrated bipolar forceps (fbf) had a broken wire. The procedure was completed with no reported injury with a backup fbf instrument. Follow-up was performed to request additional information related to the event. However, as of the date of this report, no further details have been received.